Event description:
It was reported that catheter removal difficulties were encountered. The non-stenotic target lesion was located in an unknown vessel. Following the advancement of a 7fr non-bsc guide catheter and guide wire to the target lesion, aspiration of blood clot was performed. Subsequently, a 4.0mmx28mm liberte stent was deployed without dilatation. After stent deployment, post-dilatation was performed with the 15mm x 5.00mm nc quantum apex¿ balloon catheter. The balloon was then deflated, but the balloon lumen and the wire lumen were slightly flattened and the catheter was unable to be removed. The device was removed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter with no other devices. There was blood in the wire lumen. The balloon was loosely folded. The balloon was inflated and deflated during analysis and there was no damage or irregularities identified. The shaft was not damaged. Functional testing was completed by advancing a kinetix plus .014¿ guidewire and the guidewire advanced through the wire lumen with no unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).